Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient stated their transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.